Event description:
The ge oec 9900 fluoroscopy system would not boot up.

Manufacturer narrative:
A ge oec service representative investigated the issue and could not duplicate the malfunction. The system booted correctly and under evaluation. Further, the batteries and charger were also looked at and found to be operating as intended. The system batteries were replaced a week ago and it was thought the issue may have been new batteries that were not allowed to fully charge. The system was tested and found to be operating as intended and released to the customer for use. No negative patient effect was reported due to this malfunction. The facility was unable to, or would not provide any patient information with respect to this issue.